Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "MRI yesterday showed that both implants were damaged and leaking into my tissues".

Event description:
Patient reported "MRI yesterday showed that both implants were damaged and leaking into my tissues" and "with the damage to the implant, cysts have formed". The device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: a review of the device noted observed an opening on the posterior side assessed as unidentified (tear). The shell thickness is within specification. Additional observations noted brown particles observed in the gel.

Event description:
Patient reported right side rupture. Additionally it was reported as seen on MRI "because of the large leaks in the implants, it is possible that I have so much inflammation¿, and ¿a palpable nodule above the implant¿ were reported. The device has been explanted.

Event description:
Patient reported rupture. Additionally "because of the large leaks in the implants, it is possible that I have so much inflammation¿, and ¿a palpable nodule above the implant¿ were reported. Device has been explanted. This relates to the right side.